Event description:
It was reported that a break occurred. The target lesion was located in the mid right coronary artery. A 1.75mm rotapro was advanced for treatment. During the procedure, after 6-7th run at 160k rpm and one 140k rpm polishing run, the burr broke off during dynaglide. An attempt was made to remove the burr using guidezilla but this pushed the burr even deeper. An inflated balloon was used to push the burr backwards into the guider and pull back the rotawire drive to remove the burr and complete the procedure. There were no patient complications.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy system. The burr catheter and advancer were connected upon device return. The burr to the device was not returned. Visual inspection revealed the coil to be detached indicating burr detachment.

Event description:
It was reported that a break occurred. The target lesion was located in the mid right coronary artery. A 1.75mm rotapro was advanced for treatment. During the procedure, after 6-7th run at 160k rpm and one 140k rpm polishing run, the burr broke off during dynaglide. An attempt was made to remove the burr using guidezilla but this pushed the burr even deeper. An inflated balloon was used to push the burr backwards into the guider and pull back the rotawire drive to remove the burr and complete the procedure. There were no patient complications.